Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced as it was causing pacing inhibition due to noise oversensing. Reportedly, no asystole was noticed. No additional adverse patient effects were reported.